Event description:
Additional information was received from a company representative. It was clarified that the pump was not replaced and it was not an eri alarm. The pump was alarming due to low volume. It was refilled on (B)(6) and working normally now.

Manufacturer narrative:
Type of reportable event has been changed to malfunction; it was clarified the pump was not replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient who was receiving hydromorphone 5mg/ml and bupivacaine 3.75mcg/ml via an implantable pump. Indication for use was malignant pain. The date of the event was (B)(6) 2016. It was reported the patient was seen at the clinic (B)(6) 2016 and was expected to be refilled after that but the patient's health declined. The patient had pancreatic cancer and their health had deteriorated ((B)(6) 2016). The patient was in hospice (maybe beginning of (B)(6)) and was no longer seeing the follow up physician. The patient was now under the care of a hospice healthcare provider. The pump was alarming since (B)(6) 2016 due to an empty reservoir. The patient was in hospice and they are no longer going to be filling the pump and want to turn it off. The pump was interrogated and the elective replacement indicator (eri) was (B)(6) 2016. The alarm was silenced. The cause of the alarm was eri. The pump was replaced. It was also reported the representative planned to meet with the patient (B)(6) 2016 and plans were to refill the pump. It was unclear if the pump was refilled or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.